Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. For one malfunction, product catalog number was reported as unk denali. The devices were not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation for one reported malfunction is confirmed for filter tilt. However, the remaining malfunction is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model dl900j vena cava filter allegedly experienced tilt. This information was received from various sources. Both the malfunctions were involved patients with no reported consequences. Two male patient's ages were ranged between 42 and 77 years; however, weight of the patients were unknown.